Manufacturer narrative:
The autopulse platform (s/n (B)(4)) in complaint was returned to zoll on 06/16/2016 for investigation a DHR review for s/n (B)(4) found one previous complaint related to this event, ccr 23199. (B)(4). During the visual inspection, no physical damage noted upon receipt. The archive data results showed user advisory 27 (encoder fault (>3000 rpm)) on (B)(6) 2016. Thus confirming the both reported complaints. During functional testing the device failed after a few compressions, at which time the user advisory 27 error message displayed. During the investigation it was found that the device stopped compressions repeatedly due to the user advisory 27. The encoder indicated the shaft was turning too fast at a speed higher the normal rate. This is indicative of a defective encoder. To remedy the issue the encoder was replaced. Therefore the root cause of the user advisory 27 was a defective encoder. After replacement of the encoder the device passed all final functional criteria. In summary, the reported complaint of user advisory 27 (encoder fault (>3000 rpm)) was confirmed in the archive data review as well as during functional testing. A user advisory 27 is a clearable error which the customer cleared on the first event, dated (B)(6) 2016 (captured in (B)(4)). Clearing the user advisory 27 allowed the customer to use the device on a second event dated (B)(6) 2016. The death was not related to the device. The rescue crew performed manual CPR when autopulse stopped compression, and this occurred more than one time. It is not known if rosc was ever achieved. It is not clear at what later time the patient expired. It was reported that the death was due to asystolic cardiac arrest. The autopulse is used as an adjunct procedure to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse does not compress or unexpectedly stops compressions, rescuer shall revert to manual CPR. The transition from mechanical compression to manual CPR can be performed quickly, the short interruption is similar to the time necessary for rescuer rotation. Therefore, a combination of intermittent usage of autopulse and manual CPR presents the same workflow as manual CPR in which rescuers are rotated, and can achieve intended use for resuscitation.

Event description:
It was reported that during patient use the autopulse platform (s/n (B)(4)) stopped compressions. It was reported that on (B)(6) 2016 at 15:41, (B)(6) received a call regarding a male patient weighing approximately (B)(6) who was unresponsive at a residence. Manual CPR was started by the fire department when arrived at the residence. The cardiac arrest was witnessed by a family member at approximately 15:41. No bystander CPR was performed. It was noted that the emergency "crew" saw no signs or symptoms of trauma; however there was evidence of gi bleeding as blood was in "buckets" on the floor and coming out of the patient's mouth. At this time the crew prepared the autopulse for deployment. During active operation, the autopulse platform performed compressions for approximately 2-3 minutes then suddenly stopped. This occurred several more times (exact number of times was unknown). It was noted that during the time the autopulse stopped compressions a user advisory 27 (encoder fault (>3000 rpm)) error message displayed. Each time the autopulse stopped compressions, the crew reverted to manual CPR. This pattern continued, even during transport to the hospital. Once the crew arrived at the emergency department, patient care was transferred to the emergency staff. It was noted that the emergency department physician stated that the patient had expired and the patient's death was due to asystolic cardiac arrest. Date and time of death is unknown. Reference: MFR 3010617000-2016-00456 for (B)(4).